Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 523 mg/dl at the time of the incident. The customer¿s symptoms were difficulty breathing and blurred vision, while it was treated with a manual injection and the insulin pump. Customer stated her high blood glucose was caused by a bent cannula not delivering. No troubleshooting was performed, as the customer could not perform a high-power test. Customer to monitor blood glucose levels and call the hotline back if the high blood glucose does not lower with 2 hours. Nothing was returned or shipped.